Manufacturer narrative:
The patient was born in 1967. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event on the same day as onset. On an unreported date, the patient was treated with unspecified antibiotics (dose, route and frequency were not reported) for peritonitis. Thirteen days after event onset, the patient was recovered and antibiotic treatment was discontinued. Pd therapy was ongoing. No additional information is available.